Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to a monitor only mode, with tachycardia therapy off. It was noted that the patient was possibly near a strong enough magnet for a long enough time to have programmed tachycardia therapy off. The patient noted not feeling well at that time. Boston scientific technical services (ts) discussed possible magnetic sources. Additional information was provided that the device was programmed back to a monitor + therapy mode. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.